Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported that the unit could not be turned on, and although the light emitting diode (leds) were illuminated on the front when it was attempted to turn the unit on, the blower did not start and there was a sound coming from between the central processing unit (cpu) and cpu tray cover. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and could not confirm the reported problem. The fse completed performance verification testing and was only able to identify an unresponsive touchscreen. The ventilator's event log does not show the occurrence of any error codes. The fse replaced the touchscreen to address the unresponsive touchscreen that was identified during service.